Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 13, with no notable events preceding the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts responded by arranging to send a replacement pump with updated software and provided instructions on putting the current pump into storage mode before returning it to tandem. The caller was informed about training availability and acknowledged all provided instructions but lacked a backup therapy and planned to contact a healthcare professional for guidance.